Manufacturer narrative:
The device was not returned for evaluation. No photos were taken of the device. The device history was not reviewed do to lot # not being reported.

Event description:
On (B)(6) 2017, the patient was undergoing an implant procedure for left ventricular (lv) lead. Prior to implant of the lv lead, the implant tool (worley jumbo) was implanted into the vasculature and a dissection of the ostium of the carotid sinus and hematoma of the left atrium occurred during manipuation of the implant tools while attempting to cannulate the coronary sinus. The patient underwent a second implant attempt four days later. No further complication have been reported as a result of this event".